Event description:
On (B)(6) 2025, a patient was treated for an inflammatory 6.5 cm abdominal aortic aneurysm (aaa) using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) with standard extension and gore® viabahn® vbx balloon expandable endoprosthesis devices in the visceral arteries. No intraoperative complications were noted. On (B)(6) 2025, the patient was discharged from the hospital without complications. On (B)(6) 2025, the patient underwent placement of a left renal artery stent for duplex-proven renal artery stenosis to maintain vessel patency. On (B)(6) 2026, the patient was seen for a follow-up office visit and was reported to be doing well.

Manufacturer narrative:
A review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.